Event description:
In 2006, the customer reported to phillips that a pt expired and they requested assistance from phillips in analyzing the data logs. There was no allegation from the customer that the device malfunctioned.